Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl). Juice and crackers were consumed to address low bg level. Recommendation was made to discuss diabetes management with health care provider.